Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 25). There was no reported impact to customer's blood glucose level. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.